Event description:
In 2008, it was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure one month prior. According to the complainant, during the procedure, it was observed the prolieve system's anchoring balloon was not inflating properly. The physician inflated the balloon with approximately 7cc's of saline when a "pop" was felt. Upon device removal, the balloon was ruptured, however, the balloon was intact and no parts were left behind. The physician successfully completed the procedure with another prolieve thermodilitation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental medwatch will be filed.